Event description:
It was reported that they had an infant develop blisters post hypothermic therapy. They would like a review of how the therapy treatment with the arctic gel pad. Therapy was started (B)(6) 2024 at 22:34. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. (B)(6), rev 0, was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter's facility name is mercyone des moines medical center (fka mercy medical center - des moines). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an infant develop blisters post hypothermic therapy. They would like a review of how the therapy treatment with the arctic gel pad. Therapy was started (B)(6) 2024 at 22:34. It was unknown what medical intervention was provided.